Event description:
It was reported that the touchscreen of the pump was not responding, and the customer was unable to interact with it. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.